Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to emergency room due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was over 700 mg/dl and never came down below 400 mg/dl and other was 190 mg/dl. Customer reported she just got out of the hospital on (B)(6) 2020 admitted to the emergency room. Customer had using manual mode. Customer reported that the sensor and insulin pump did not work. Customer was treated with intravenous insulin drip, insulin pump and syringes. The insulin pump will not be returned for analysis.